Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-03318. It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention may take place in the future.